Event description:
I had a double mastectomy and implants to treat breast cancer. I was given a larger size by the plastic surgeon than I wanted instead of the expanders that I expected. The cancer surgeon also punctured my lung, which escaped notice at the time because it didn't show up on the x-ray. I was never told about the risks, or that it might complicate radiation therapy ( which I learned about later). I have had pain, inflammation and swelling in the right breast ever since. The right breast is noticeably larger than the left (that is the side where the lymph nodes were removed). It is also hard as a rock, and has always been noticeably warmer, as though it has a fever inside. I brought this top the attention of my oncologist and surgeon several times over the course of the last few years but nobody seemed to think it was a problem. I was never provided with the manufacturer¿s information ( I have the textured implants). I have had all of the symptoms described: dizziness, numbness in my feet, and joint pain, all of which I attribute to other causes such as arthritis and withdrawing from the drugs that were prescribed in the course of my cancer treatments. The coverage in the press is the first I learned about the lymphoma risk of the other issues with implants.